Event description:
Medtronic received information that during loading, prior to the implant of this 29 mm transcatheter bioprosthetic valve, at 80% loading, there was separation of the deployment handle parts. The dcs was not used and will be returned. The loading was performed in cold saline and no other difficulties were observed. There was no patient involvement. Note: the valve was loaded by an experienced loader. There was no unusual resistance felt during loading the valve and no misload.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed, visual analysis showed the handle appears intact. The deployment knob appears to retract and advance the capsule. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob components were observed to be loose at the proximal end of the device and could be partially separated easily by pressing them apart. A stress mark was observed on the deployment knob component tab. An attempt was made to load a 29 mm valve into the capsule of the dcs. The paddles sat into the paddle attachment pockets as required. The capsule was advanced over the valve without difficulty and the valve loaded as required despite the deployment knob components being damaged. The distal edge of the capsule seats flush against the catheter tip when fully advanced. The inner member shaft appears intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the deployment knob (actuator) separated during loading. An image submitted from the account shows the deployment knob separation. The dcs was returned and evaluated by medtronic; the deployment knob was observed to be loose and could be easily partially separated. A stress mark was observed on one of the deployment knob snap fit tabs. There was no other evidence of damage on the dcs. Deployment knob separation typically occurs due to failure of one or both snap fit tabs holding the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.